Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0605 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC nurse inserted the guidewire into the patient's vessel and found that the end of the guidewire was not smooth, and could not make the blood sheath penetrate successfully. It was stated that the nurse sheared the end of the guide wire to make the blood sheath penetrate successfully. No patient injury reported.